Manufacturer narrative:
This report is filed on november 18, 2016.

Event description:
Per the clinic, it was reported that the patient's device was explanted on (B)(6) 2016 due to inflammation in the ear, there are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is filed on december 02, 2016.